Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was able to confirm the reported issue. To resolved the reported issue, the uninterruptible power supply (ups) and viewing station of the imaging system power control board were replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect ups has not been received by the manufacturer for evaluation. The suspect power control board has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A medtronic representative reported that, while spinal fusion, the viewing station of the imaging system was not powering on and the uninterruptible power supply (ups) was making an audible clicking noise. The site elected to continue the procedure without medtronic imaging and completed the procedure with a c-arm. No additional information was provided. There was no impact on patient outcome.

Manufacturer narrative:
The analysis of the suspect power control board was completed by medtronic personnel. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The suspect uninterruptible power supply (ups) was received by the manufacturer for evaluation. Testing found that the batteries would not charge. Following replacement of the batteries, the ups functioned as designed.